Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the rivet ratchets missing on one siderail bar. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2009 and 2011-2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the rivet ratchets to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the pts left siderail is broken (siderail not latching). The bed was located at the account on the 1st floor. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).